Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor and vibrator assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump's keypad was unresponsive after being exposed to liquid. Blood glucose level at the time of the incident was over 400 mg/dl, which was treated with a manual injection. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.